Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. Customer's blood glucose level was above 400 mg/dl with moderate ketones. Reportedly, the pump was reset to resolve the reported issue.